Event description:
It was reported the pt never felt effective stimulation coverage and his ipg feels loose in the pocket site. The pt stated he did not want to meet with the implanting physician or sjm rep for troubleshooting. He stated he plans to have his ipg removed by another physician and does not wish to be contacted by a sjm rep for further f/u. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.